Manufacturer narrative:
(B)(4) - detached bearing the analysis found that one ntlc75 device was returned with the saddle pin loose and both bearings detached from the saddle pin, both bearings were returned. No functional test was performed due to the condition of the device. The condition of the saddle pin is consistent with a poor riveting, causing the saddle pin to become loose and the bearings to come off. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the stapler was used one time. The device was then reloaded. The device jammed and parts came loose. No pieces went in the patient. It was unknown if a cut or staple line was delivered before the device jammed. It was unknown how the procedure was completed. There was no patient consequence. No additional information is available.